Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The facility decided to permanently take the ventilator out of service as it has reached it's serviceable life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated diagnostic codes and shutdown. The patient was removed from the ventilator and placed on an alternate ventilator without injury.